Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose of 40s mg/dl. The nurse stated that the customer struggles with highs and lows since his pancreas has been removed. The caller stated that the customer was changing the battery in a smoke detector at his mother kitchen and he woke up in the emergency room. The nurse mentioned that the customer was not disconnected during the rewind/prime process. Reviewed the programming and found that the daily totals were not adding up properly. Advised that the insulin pump will be replaced and revert to back up plan until the replacement arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.